Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit displayed a full complement of staples and the interlock was engaged. Functionally, the instrument interlock was reset and the instrument was applied with no abnormalities. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This can be due to improper loading of the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy and laparoscopic ileostomy, the stapler did not fire. New devices were re trieved to complete the case.